Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels and needed help with their bayer contour. Customer's reading ranged from 20 to 308 mg/dl. Customer treated with juice. The customer stated she was travelling and her readings always act up when she travels. Customer reported feeling confused. The customer did a finger stick test and her reading was at 41 mg/dl; eventually went up to 69 mg/dl. Customer stated she would contact her doctor when she was done travelling. Nothing was replaced or returned for analysis.